Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Upon examination, it was discovered that the implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient was brought to the clinic and the recommended programming changes were made. The patient was reported to be in stable condition and was scheduled for continued remote monitoring.